Event description:
Customer reported the insulin pump malfunction causing him to become hospitalized. Customer was advised a call back will be scheduled together further information. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.